Manufacturer narrative:
Battery charger/modem sn (B)(4) was returned and evaluated at the distributor. The reported problem (won't charge batteries) was confirmed. During the distributor evaluation the battery charger was unable to recharge a battery pack. The cause for the failure was isolated to damage to the battery pca and the bedside pca. The root cause for the damage to the pcas could not be positively identified. It is unknown if a power surge from the reported thunderstorm contributed to the damage. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was not charging the patient's battery packs. The patient's wife reported that the charger stopped working after a severe thunderstorm.